Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected audio or beep anomaly. No a21 alarm noted. No missing segment during our testing. The insulin passed the self test and passed a21 error test. The insulin also, passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump was making a squealing noise. Customer stated she looked at the display it wasn't blank but there were blank lines on the right and the side of the screen going vertical. The bottom of the screen also looks like it was wet. Customer did know her blood glucose level at the time of the incident. Customer stated the device was not dropped or bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. Troubleshooting was also performed for constant tone and unexpected restart. Self-test was performed and the device passed.